Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a single patient sample while using the vitros 5600 integrated system. A definitive assignable cause could not be determined. A vitros troponin I es reagent performance issue cannot be ruled out as a contributing factor because the customer does not process a control fluid with a troponin concentration at, or below, the url. Based on successful within-run precision testing, the instrument can be ruled out as a contributing factor. In addition, pre¿analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a single patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent lot 2148. Vitros tropi es= 0.542 ng/ml versus expected 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).